Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated by the failure analysis team. The instrument was found to have one severely bent grip, causing misalignment of the grip tips. There was a 2.62 mm offset at the tips. The grips were not found to have cracking damage. The instrument was found to have a broken molded insulator and thermal damage on the molded insulator. Additionally, the instrument was found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 0.85 mm x 2.39 mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The instrument was found to have thermal damage on the molded insulator. Electrical continuity test was performed and passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was grasping tissue and bent. There was no reported injury.